Event description:
Event reported in chile: "infusion pump programmed on 12/23 at 1 mg per bolus at only demand where pt received just 5 bolus, but at 12/24, the bag was empty, so the rest of 75 ml was delivered in a very short of time causing respiratory depression in the pt. Settings: morphine 100 mg with 100 ml of physiological saline. Program: 0-1-8. Beginning of infusion: 12/24 at 2 am. Treatment: pt moved from to intermediate unit and he will receive naloxone to reverse the effects of morphine." MFR ref #: 3010293992-2015-00007.